Event description:
Procedure: thyroidectomy. The generator was set at 2 bars. When the surgeon tried to remove the device after sealing, he noticed the blue insulation had melted onto the tissue. They tried another handpiece (same lot) and it happened again. They had to remove a small peice of tissue that had the blue insulation melted on it. The patient is fine.